Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v643872, implanted: (B)(6) 2012, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s leads migrated. They were fixed and the patient got a new device; the patient got a new lead and device. Follow-up determined that a new paddle lead and implantable pulse generator (ipg) were the devices that had been implanted. No other information was known. The patient recovered without permanent impairment. This event will be updated if additional information is received.